Event description:
A power-on-reset condition (por) with an error code of 0x400 was reported. The caller was informed on how to clear the condition. It was also reported that the patient experienced a burning sensation at the implantable neurostimulator (ins) location while stimulation was turned on. The burning sensation ceased when stimulation was turned off. The sensation started when the staples were removed. Impedance measurements were normal. Additional information received reported that the managing clinician determined the issue was discomfort of the ins location, and scheduled the patient for a pocket revision to move the ins to the abdomen. It was later reported that the revision was performed in (B)(6) 2011, and the patient was doing well.

Manufacturer narrative:
Concomitant medical products: lead model 3778-75 serial# (B)(4), implanted: (B)(6) 2011 explanted: na, lead model 3778-75 serial# (B)(4) implanted: (B)(6) 2011 explanted: na, programmer model 37743 serial# (B)(4), accessory model 3550-39 lot# n301519 implanted: (B)(6) 2011 explanted: na, accessory model 37752 serial# (B)(4), accessory model 37092 lot# 285700001.